Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/19/2016. The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicate rework performed on this serial number is not related to this incident. The unit was released meeting all specifications.

Event description:
The customer reported that the rem could be activated when it should not be able to but the force fx-c unit was not alarming when it should. No patient was involved and no additional information is available.